Manufacturer narrative:
(B)(4).a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4) of an administration set in which there was a separation that occurred between the tubing and the drip chamber. It is unknown when or in which care area this event occurred. There was no report of any patient involvement or medical intervention necessary. No additional information is available.